Event description:
It was reported that during a meniscus repair surgery, after t1 was deployed and pulled out the needle, it was found t1 suture separated. A backup device was available to complete the procedure. No significant delay or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one curved ultra fast-fix assembly was returned for evaluation. The information provided states: ¿during a meniscus repair surgery, after t1 was deployed and pulled out the needle, it was found t1 suture separated¿. Visual assessment confirms the complaint. T1 and t2 were not returned. The trigger is fully advanced. The depth limiter was cut to the surgeon¿s desired length. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.